Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: online review.

Event description:
Customer reporting 2 false positive results when testing themselves. Tests were taken 36 hours a part. Customer communicated the results were confirmed negative by another rapid test and pcr. Report 1 of 2 results.